Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2017 with the following findings: review of the black box data revealed record of unexplained power on reset. On examination, the battery compartment was confirmed to be cracked. There was corrosion inside the battery compartment. The battery cap returned with the pump had stripped threads and was not able to attach to the pump properly; electronic connection was not able to be maintained. The power complaint was duplicated. A new test battery cap was used to complete the investigation and was able to fit properly to the pump and maintain electrical current. The pump was exercised for 24 hours without any further interruption in power. Leak testing failed due to moisture leakage into the battery compartment at the site of the crack. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. There was a crack observed in the battery compartment; the yellow o-ring was not visible at the battery cap. No visible moisture was reported in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.